Event description:
In 2008, the patient underwent treatment for a descending thoracic aortic aneurysm that was enlarging due to a type I endoleak in an existing hand made stent-graft. The physician planned to extend with a gore tag thoracic endoprosthesis, but the sheath would not advance beyond an angled section of aorta proximal to the celiac artery. The physician attempted to advance just the device catheter, but was unsuccessful. Then when withdrawing the sheath and catheter together, they would not move past the common iliac artery. The physician converted to open surgery and replaced the existing device with a bifurcated vascular graft. The unused device was slightly deployed, and the suture for sleeve fixation was damaged. No further complications have been reported.

Manufacturer narrative:
A review of the manufacturing records is being conducted.